Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the stomach during a laparoscopic gastric bypass procedure, there were lots of loose staples, some of which fell into the patient's cavity but were washed out or picked. The loose staples also resulted in an incomplete staple line which was bleeding. The staple line was sutured to resolve the issue in order to complete the case.